Manufacturer narrative:
Complaint no: (B)(4). Per baxter labeling, users are instructed not to attempt to reuse any disposable supplies. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies during peritoneal dialysis therapy. The patient was in fill one of four of peritoneal dialysis. The customer stated they replaced their patient extension line during therapy. The technical service representative went through proper procedure and advised the home patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.